Event description:
Customer reported the output dose is too high in boost mode. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the output dosage to within specifications. System operates as intended.